Event description:
Same case as MFR ID#: 2134265-2011-05879. It was reported that during a stenting treatment procedure, a stent delivery balloon hole, stent damage and stent dislodgement occurred. The patient presented at the time of the procedure due to unstable angina and an abnormal stress test with new changes in the lateral myocardium. Access was gained via the left radial artery using a hockey stick guide catheter and 6f sheath. The greater than 90% stenosed target lesion with timi 1-2 flow was located in the tortuous saphenous vein graft to the obtuse marginal coronary artery. A filterwire was positioned distal to the lesion. A 4.0x28mm promus element plus stent delivery system was advanced, but was unable to reach the lesion. It was removed and the lesion was predilated with a 3.0mm balloon. The same stent delivery system was re-advanced but was still unsuccessful. A non-bsc guide catheter system was used to assist in delivering the stent, but it was again unsuccessful. The non-bsc guide catheter and the filterwire were removed. A 300cm non-bsc guide wire was positioned in the left circumflex via the vein graft for better support and the same guide catheter was used, and a 4.0x24mm promus element plus stent delivery system was inserted. Prior to deployment, the balloon was pulled negative and there was noted to be blood returned in the stent delivery system. The device was removed and it was observed that the stent was damaged. A 4.0x23mm unknown drug eluting stent was attempted. Next, a 4.0x24mm promus element plus was advanced. It is noted that a negative prep was also performed, in which the physician drew negative on the balloon. While attempting to deliver this device, the stent dislodged. Using a balloon inflated to nominal pressure, the stent was captured and retrieved against the guide catheter. The whole system was then removed to the level of the radial artery. Difficulty was encountered at the sheath so it was removed and upsized. Difficulty was still encountered over the 0.014" wire. Additional wires could not be positioned due to all the equipment through the sheath including a 0.035" wire. While attempting to remove one of the devices, the stent dislodged. Attempts to further negotiate a wire through the stent were unsuccessful. The stent was then crushed against the vessel wall in the "very large" radial artery. It appeared to be stable and non-embolic. Subsequent angiography confirmed excellent flow as well as flow via the ulnar artery. The patient was put on antiplatelet medications and the procedure was concluded with plans to consider a staged procedure at a later date to stent the target lesion.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found a longitudinal tear on the outer lumen. The tear measured approximately 8mm in length and was the proximal end of the tear was 27mm distal to the port. The type of damage may be consistent with the device being severely kinked and stretched. The inner and outer lumens were kinked along the entire length. This type of damage could be caused by excessive force being applied during guidewire removal. The midshaft was kinked and stretched to a length of approximately 26.7cm. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The tip was bent. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. Solidified blood was present within the entire length of the guidewire lumen and on the balloon, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent delivery balloon hole, stent damage and stent dislodgement occurred. The patient presented at the time of the procedure due to unstable angina and an abnormal stress test with new changes in the lateral myocardium. Access was gained via the left radial artery using a hockey stick guide catheter and 6f sheath. The greater than 90% stenosed target lesion with timi 1-2 flow was located in the tortuous saphenous vein graft to the obtuse marginal coronary artery. A filterwire was positioned distal to the lesion. A 4.0x28mm promus element plus stent delivery system was advanced, but was unable to reach the lesion. It was removed and the lesion was predilated with a 3.0mm balloon. The same stent delivery system was re-advanced but was still unsuccessful. A non-bsc guide catheter system was used to assist in delivering the stent, but it was again unsuccessful. The non-bsc guide catheter and the filterwire were removed. A 300cm non-bsc guide wire was positioned in the left circumflex via the vein graft for better support and the same guide catheter was used, and a 4.0x24mm promus element plus stent delivery system was inserted. Prior to deployment, the balloon was pulled negative and there was noted to be blood returned in the stent delivery system. The device was removed and it was observed that the stent was damaged. A 4.0x23mm unknown drug eluting stent was attempted. Next, a 4.0x24mm promus element plus was advanced. It is noted that a negative prep was also performed, in which the physician drew negative on the balloon. While attempting to deliver this device, the stent dislodged. Using a balloon inflated to nominal pressure, the stent was captured and retrieved against the guide catheter. The whole system was then removed to the level of the radial artery. Difficulty was encountered at the sheath so it was removed and upsized. Difficulty was still encountered over the 0.014" wire. Additional wires could not be positioned due to all the equipment through the sheath including a 0.035" wire. While attempting to remove one of the devices, the stent dislodged. Attempts to further negotiate a wire through the stent were unsuccessful. The stent was then crushed against the vessel wall in the "very large" radial artery. It appeared to be stable and non-embolic. Subsequent angiography confirmed excellent flow as well as flow via the ulnar artery. The patient was put on antiplatelet medications and the procedure was concluded with plans to consider a staged procedure at a later date to stent the target lesion.